Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had changed the battery last night and it shows the battery as empty now. Customer stated there is also a black circle in the left hand corner. Customer can see some screens but it won't let her do anything. Customer was using an energizer industrial aaa alkaline battery. Customer did not receive a low battery alert prior to the off no power alert. Customer stated that she has been in the hospital for a week and a half and is still in there. Customer verified that it was not diabetes related and she is still in the hospital. Customer changed the battery again and the pump is fine now. Customer was advised to monitor the pump.